Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer declined to troubleshoot for high blood glucose. The customer was having surgery when she experienced high blood glucose. The customer's blood glucose was 490mg/dl. Customer stayed in the hospital and was put on IV. The customer stated she thought she bolus for lunch, but did not because the last bolus was showing for breakfast. As a result her blood glucose went up to 690mg/dl-700mg/dl. The customer was taken off therapy and nurse currently has the pump.